Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprosthesis. On (B)(6) 2009, the patient developed dysarthria. MRI was performed and revealed cerebellar infarction. Rehydration was performed and verbal rehabilitation started. On (B)(6) 2009, the patient became well and left the hospital. At the time when the patient came back to the hospital for 6 months' follow-up, he was doing well. The physician commented that the cause of infarction might be a manipulation of the pig tail catheter.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: tg4015/06385147.